Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue.  Physio did however observed that the connected usb data cable was damaged which can cause a short of the device leading to a loss of power.  Physio recommended that the customer replace the cable from their inventory.   Physio-control observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.

Event description:
The customer reported that their device was powering itself off. The customer had advised that they had the external usb data cable connected during the time of the reported loss of power. There was no report of patient use associated.